Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 12 (lifeband not present) error message was confirmed during archive data review but not duplicated during functional testing. The secondary reported complaint of the autopulse platform displayed fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and the archive data review. The root cause for both the ua 12 and fault code 16 was due to a defective integrated encoder gearbox likely due to wear and tear. The autopulse platform was manufactured in 2007, and it is more than 13 years old, well beyond the expected service life of 5 years. During visual inspection, unrelated to the reported complaint, cracked front and bottom enclosures, cracked battery compartment, bent battery lock and a broken component on the processor board were observed on the returned autopulse platform. This type of physical damages are likely attributed to user mishandling, such as drop. The damaged parts were replaced to address these issues. The platform failed the initial functional testing due to the fault code 16, thus confirming the reported complaint. The archive data review showed occurrence of multiple ua 12 and fault code 16 error messages on the reported event date, thus confirming the reported complaint. In addition, not related to the reported complaint, ua20 (position out of range) and ua 23 (compression will exceed 3 revolutions) error messages were observed. Ua 20 and ua23 was resolved by replacing the integrated encoder gearbox. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4) .

Event description:
During patient use, the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 12 (lifeband not present) error message. Following this, troubleshooting was not performed on the platform and the crew immediately performed manual CPR. In addition, after the call, the crew installed a new life band and tested using a manikin and displayed fault code 16 (timeout moving to take-up position) error message. No consequences or impact to patient.